Event description:
It was reported that during preparation for a coronary stenting treatment procedure, it was noticed that the seal of the package had been compromised. The nurse took the package of the 4.00x12mm liberte monorail coronary stent delivery system (sds) off of the shelf during preparation, and when she attempted to open the product it was noticed that the sterile package had not come undone. It was believed that the package had not been sealed properly around the edge. The product did not come into contact with the patient and the procedure performed on the left anterior descending artery (lad) was successfully completed with another of the same device. No patient complications were reported.